Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod. The patient believes there was too much scar tissue at the insertion site for the insulin to absorb. On (B)(6) 2025, the patient was admitted to the hospital at 1:00 a.m. And a correction of 130 units was delivered with no avail. The patient was placed under observation, was given fluids and advised to rest. The patient was discharged after 8 hours and a new pod was applied once the patient arrived home. The pod was discarded.